Event description:
It was reported that the customer has received unexplained no delivery alarms and has had to restart the rewind to complete. It was also stated that customer had to frequently change the battery and the act button on the insulin pump sticks. Customer declined to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).